Event description:
The advocate stated the customer was getting high readings on the contour meter. During the call it was discovered segments were missing in the 100's column of the numeric readout on the display.no adverse events were alleged. The meter was replaced and the customer is expected to return her meter for evaluation.

Manufacturer narrative:
Initial reporter and phone were not provided.